Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was seen a week prior to this report because the patient was not sure if they were getting their boluses because they were seeing a bolus denial screen. The pump logs were reviewed and it appeared the patient was double clicking and that was the reason she was getting denied. The patient was observed requesting a bolus at the clinic and it was reviewed to watch for the buttons getting stuck or pushing the buttons too hard. The patient "swore" they were not pressing the bolus button twice. The patient had used their personal therapy manager (ptm) since december and did not have any previous issues until (B)(6). The patient did not think there was any difference in their pain level at the time of initial report. It was later reported the patient had pain from a pancreas flare-up. The pain had started a few months ago, but over the past week it had gotten worse. The patient was sick and had to go to the hospital 12 days after the initial report due because of the pain and their ptm wasn¿t working . It was stated, the patient needed "that pain pump to kind of help and control that pain, too". It was noted the patient had been admitted to the hospital twice this year with pain from pancreas flare-up. On the day the patient went to the hospital/ER, the patient's ptm only gave her "2 bumps" and she would usually get 5-6. The patient's hcp tried to recalibrate the ptm and updated it from every 2 hours to every 1.5 hours to see if that would work and it did not. The batteries were also changed and it "seemed" to be doing better after that. Information related to the patient outcome and medication were not reported. Additional follow-up is being performed.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.